Manufacturer narrative:
Method: risk assessment; result: no lot # was provided, so a manufacturing record review could not be performed. Conclusion: the most likely root cause of the reported event was determined to be due to the fracture of the inserter guide inner shaft, resulting in the misalignment of the anchor comparing with the peek cage during the anchor insertion.

Event description:
It was reported that upon insertion of a trial, inserter inside shaft and trial broke. Additional note: two of blades did not go into the cage and are imbedded in the bone due to the inserter inside shaft breaking. ***update per email correspondence**** "the surgeon is in (B)(6), but I¿ll ask him the patient status when he returns. He already completed a revision surgery. He took the patient the next day for a posterior lumbar stabilization procedure with percutaneous screws."

Event description:
It was reported that upon insertion of a trial, inserter inside shaft and trial broke. Additional note: two of blades did not go into the cage and are imbedded in the bone due to the inserter inside shaft breaking. ***update per email correspondence**** "the surgeon is in (B)(6), but I'll ask him the patient status when he returns. He already completed a revision surgery. He took the patient the next day for a posterior lumbar stabilization procedure with percutaneous screws."